Event description:
It was reported that: "pt presented with hip pain. Doctor stated bone scan indicated stem may be loose. Operative leg 1cm short stem appeared loose. No bony ingrowth observed."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. If additional info becomes available, it will be submitted in a supplemental report.